Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device failed volume. It is unknown if there was no patient, or clinician injury associated with this event.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed labels were all intact. During functional check, the reported complaint was duplicated. Running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. Root cause is over delivery of the expulsor. The expulsor was replaced.

Event description:
Additional information received via email on 27-dec-2021: this happened in the biomed department during routine testing. Both devices serial number: (B)(6) and (B)(6), both bellow 18.8. The amount for volume accuracy test should be between 18.8-21.2. The liquid that was used was water.